Manufacturer narrative:
Addtional information: d4; d5, h4, h6, h11. Correction: b5. Investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. "A manufacturing record evaluation was performed for the finished lot number 3942977 (product code tvtrl), and no non-conformances / manufacturing irregularities were identified. Expiration date: 31.oct.2023, manufacturing date: 16.nov.2022". As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore, it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing number is (B)(4).

Event description:
A patient had a tvt exact mid-urethral sling (ethicon product) implanted on (B)(6) 2023, which led to complications: bilateral bladder perforation post-op issues: blocked catheter, clot evacuation, bladder healing issues symptoms post-sling excision ((B)(6) 2023): suprapubic/pelvic pain vaginal burning urgency nocturia (5-6 times, small amounts). Mixed incontinence (urge + stress) recurrent utis painful sex (not sexually active) report from tga (dir (B)(6)).

Manufacturer narrative:
The product was not returned. Based on the available information, it has been determined that no corrective or preventive action will be proposed at this time. This complaint will be documented and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated as necessary. The manufacturing number is (B)(4).

Event description:
Dir: 122946 received from tga, australia, in relation to ethicon prosthesis incontinence.